Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched 3/11/2016. The fse replaced peek tube I-6. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was failure of the peek tube 1-6.

Event description:
On (B)(6) 2016 a customer reported high pressure with their g8 analyzer. The customer changed the filter and the column with no resolution. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.